Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet exhibited rapid battery depletion and unexpected shutdowns, including dying without warning after being charged to approximately 60 percent, which aligns with a device power problem affecting the pump/handset component. Symptoms included no alerts or alarms preceding the shutdowns. Outcomes included a replacement ilet provided to the user and the original device returned. Investigation included review of device history via log synchronization requests and follow-up with the user, with return logistics initiated for further assessment. Investigation of this device revealed a suspected power management or battery performance issue consistent with battery depletion in normal use, with no user injury or clinical impact reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation and likely related to device component performance.